Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Similar adverse event is being reported under: (B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported redness and tenderness at the insertion site after removing the sensor. She stated that she has ¿little scars¿ where the sensor wire had been inserted. She applies iodine to the area to prevent infection and that it takes a week for the redness to go away. This issue started approximately a month ago and has occurred with the last four sensors. No intervention was provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.